Event description:
Information was received that a smiths medical fluid warmer had disposable alarm not working. No adverse patient effects reported.

Manufacturer narrative:
Device evaluation: one smiths medical fluid warmer was returned for analysis with a blank lcd, stripped interlock block, broken micro switch, missing block assembly, wear and tear damaged tank cover and front cover. During analysis, the reported event was able to be duplicated. It was noted that the micro switch was broken and was the cause of the reported issue. Service replaced the micro switch to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be a bad switch.